Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. Additionally, it was reported that an altitude alarm occurred. Reportedly a new cartridge was loaded, and insulin delivery was resumed. The customer's blood glucose was 109 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
Usb port not charging was not verified. Altitude alarm issues the failure investigation has been completed. Based on the analysis, the alleged issue was verified, however, no failure was identified.